Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had gotten wet and stopped working. The customer's mother stated that the customer had an emergency plan to get by but she had called to find out what to do. Advised the caller to have her son call to troubleshoot the issue. The blood glucose reading was unavailable. Nothing further reported.